Event description:
The neurosurgeon implanted licox temperature and oxygen probe used with the pmo licox device on a pt. The neurosurgeon tightened the blue caps but did not tighten all the way to the white wingnut. In the morning, upon transfer to a bed, the staff noticed the distal blue connection had become separated from the white connection area. The staff took the pt to CT scan which revealed a large tension pneumocephalus with intracranial shift from right to left. What made the situation precarious was there were two drains (jp and hemovac) on the other side of the brain essentially sucking the system to the left. This pulled air into the licox system since the catheter inside the lumen allowed air to be drawn into the brain. When the registered nurse arrived, she noticed the actual catheter was hanging out of the hard plastic long sheath by 4 inches. When the dressing was taken down, the wingnut was not completely screwed down the threads. The nurse immediately tightened the wingnut. The neurosurgeon entered the pt's room five minutes later, evaluated the licox connection confirmed the licox catheter was not in the brain but in the lumen of the sheath. The licox pmo oxygen catheter was immediately removed. Two things were noticed: the blue connection cap did not seem to tighten well, it did not take much to loosen the connection, thus the connection was probably loosened with the 40 degree turning on the bed. The neurosurgeon commented he was unaware that he still needed to tighten the wingnut with the pmo since it seemed to have a luer lock connection at the blue ports. The catheter has since been replaced and the pt has been placed on 100% f102 to try and decompress the pneumocephalus.